Event description:
It was reported that the atrial lead exhibited noise, resulting in auto mode switch episodes. The lead was capped and replaced. The patients condition post procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).